Event description:
The customer reported her blood glucose reached 17.9 mmol/l (322 mg/dl) less than 36 hours after the pod was activated and that she noticed the cannula was kinked. There was also insulin leaking and the adhesive pad was wet.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.